Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported that the patient worked as a waitress and was wearing the beeper over their implantable neurostimulator (ins) when they got shocked. It was reported that the shock went all the way up to their head. It was reported that this only happened the one time in 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.